Event description:
It was reported that during a stenting treatment procedure, the stent moved on the delivery balloon. The lesion being treated was located in the distal right coronary artery (rca). The physician was attempting to cross a previously placed (unknown) stent with an unknown size ion stent, but was unsuccessful. Upon removal the ion stent was found to have moved on the balloon. The procedure was completed with another ion stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).